Event description:
It was reported that during a colon procedure, the blade tip broke off and dropped to the floor. No pt consequences. Unk how case was completed.

Manufacturer narrative:
Date sent: 11/11/2008. Info anticipated, but unavailable at this time.